Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and provide the device manufacture date. Please the updates in sections: d4, d10, g4, g7, h2, h3, h4, h6 and h10. The customer returned the tb-0535fcs evaluation. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and the device failed the probe check. An error code u509 was observed. Both switches were checked and found both switches are functional. A visual inspection was performed on the received device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it worn with no metal exposed. Additionally, observed charred marks on the teflon pad. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe detached, detached portion was returned. The wiper movement is normal. The consistency of movement of the handle and jaw was normal. Based on the similar reported events, it was determined that the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device was not returned to the service center for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic laparoscopic myomectomy procedure, unspecified error codes were observed while using the handpiece. The handpiece was unplugged and removed before the tip fell off. There was no report of bleeding or a device fragment falling into the patient. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot numbers and update manufacturer date. The customer returned the tb-0535fcs lot# kr859172 for evaluation due to ¿displayed error codes message, tip fell off¿. The user¿s complaint was confirmed. Teflon pad. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe detached, detached portion was returned. The device was attached to the usg-400/esg-400 and failed the probe check with an u509 error code. Both switches were checked and found both switches functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn, no metal exposed. Additionally, observed charred marks on the teflon pad. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, mq determined the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. Additionally, information received from the user facility states the device was inspected prior to use. No abnormalities were observed. The connection points to the generator were inspected. No damage was observed on the cable. The transducer cords or the cords of any another medical device e.g., (electrocardiograph) were not bundled during use.